Event description:
The reporter stated that the surgeon inserted a 24.0 diopter cq2015 three piece collamer lens and the trailing haptic tore from the optic. The lens was removed in pieces without enlarging the incision and another lens was inserted. No patient injury. The injector was the cause of the lens trailing haptic tearing.